Event description:
It was reported there was a loss of therapeutic effect. It was noted therapy was helping at first but now it was not helping enough. Patient symptoms included headache. Symptoms started to get worse approximately two years ago. Patient also inquired about acupuncture to help with relief of the headaches they were experiencing. Patient had been reprogrammed in the past and was waiting to be reprogrammed again. It was also noted the patient had attempted making adjustments to the stimulation level but it did not seem to help with the pain. It was also noted the patient was only given 1 or 2 programs to try and it was noted they had not been successful managing all of their pain. It was also reported the patient was unable to adjust stimulation with the patient programmer. The 'call your doctor' icon was showing. It was also noted there was a power on recharge (por) condition. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3987a, lot# n147613, implanted: (B)(6) 2008, product type lead; product ID 3987a, lot# n124794, implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37082-60, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).